Manufacturer narrative:
Title: totally laparoscopic pancreaticoduodenectomy: comparison between early and late phase of an initial single-center learning curve source: indian journal of surgical oncology 12(4) 10.1007/s13193-021-01422-5. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a retrospective study compared the outcomes of patients who underwent laparoscopic pancreaticoduodenectomy (lpd) in the early phases following implementation of lpd vs.those who underwent lpd in the later phase of the study, which was conducted between january 2017 and march 2020. It was noted that the gastric antrum was resected with a 60-mm stapler with purple cartridge using a power handle, the first jejunal loop was sectioned with a 60-mm tristaple reload with power handle, and a side-to-side gastrojejunostomy was performed using a 60-mm linear stapler with a purple cartridge with power stapler and a suture. There were 52 patients included in the study and complications included: post-operative pancreatic fistula (popf) treated endoscopically, percutaneously and by reoperation with resection of the pancreatic stump, post-pancreatectomy hemorrhage (pph) treated with percutaneous embolization and re-operation leading to ICU admission, delayed gastric emptying (dge), and intra-abdominal collection and biliary leakage, also treated with re-operation.